Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported the machine is not switching on. There was no report of patient involvement.

Manufacturer narrative:
The serial number initially reported was for the device.